Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Unrelated to the original complaint, the display was dim and the letters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on unspecified dates, the patient¿s blood glucose (bg) has gone as low as 22 mg/dl with the sense of losing consciousness, but did not, and as high as 400 mg/dl with no symptoms associated with the time being incorrect in the pump. Reportedly, the patient resumed with same pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the user did not know how to set am/pm in the pump and therefore was receiving incorrect amounts of insulin during the day and at night. During troubleshooting with customer technical support (cts), the patient was able to correctly set the time, reboot the pump and have the time and date be correctly maintained. This complaint is being reported because the patient allegedly experienced multiple bg excursions due to user error in incorrectly setting the time in the pump.